Manufacturer narrative:
The reported complaint of user advisory - "(ua)16" (timeout moving to take-up position) error message on the autopulse platform (serial # (B)(6) was confirmed during initial functional test and archive data review. The investigation findings revealed a slipped bushing on the drivetrain motor causing it to seized and unable to rotate. The most probable root cause of a seized brake gap was due to normal wear and tear. The returned autopulse platform was manufactured in march 2013 and it is nearly 7 years old, well past beyond its expected service life of 5 years. Unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of fault on the autopulse platform can occur due to normal wear and tear. Deburring was performed to remedy the sticky clutch plate. During archive data review, multiple error messages ua16 were identified on the event date; thus, confirming the reported complaint. Initial functional testing could not be performed due to error message ua16 (timeout moving to take-up position) displayed during device power up. To remedy ua16, the brake gap was un-seized. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua) 16" (timeout moving to take-up position) error message upon power up. User was unable to clear error message. No patient involvement.